Event description:
It was reported that the implantable neurostimulator (ins) crashed or quit working. The patient wanted to keep the devices but was told that they could not. The ins was explanted. This was not normal battery depletion. No outcomes were reported regarding this event. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).